Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. The information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial # (B)(4), ubd: (B)(6) 2004, UDI#: (b)(4. Analysis found catheter model 8709 leaks between metal pin and white material at pump connector. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no document. The indication for use is non-malignant pain and other non-malignant pain. No patient symptoms or complications were reported as a result of this event.